Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for rotavirus while running the enteric viral panel assay. Bd quality & service specialists performed review of the customer instrument run files which revealed evidence of potential environmental contamination as the curves seen have a good sigmoidal shape and there are some highly positive samples present in these affected runs. Bd application specialists reviewed sample preparation and workflow with the customer and advised them to perform environmental monitoring and decontamination of the lab and instrument. Bd service confirms that customer has had no new problems arise. This complaint is unconfirmed as it alludes to environmental contamination. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of possible environmental contamination and no indication of an instrument issue. Review of device history record for instrument (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details suspected false positive rotavirus results in run 999. Repeat runs were negative for rotavirus. The customer noticed a high number of rotavirus positive results. Patients are on different wards so they do not suspect this is caused by a rotavirus outbreak. Currently waiting on more information on patient impact. It is all concerning rotavirus; there are high positives -- presumably there is some environmental contamination or cross contamination. Suggest to do an environmental sweep and to clean the instrument + environment. More false positives rota virus / ent viral ER 68 test

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details suspected false positive rotavirus results in run 999. Repeat runs were negative for rotavirus. The customer noticed a high number of rotavirus positive results. Patients are on different wards so they do not suspect this is caused by a rotavirus outbreak. Currently waiting on more information on patient impact. It is all concerning rotavirus; there are high positives -- presumably there is some environmental contamination or cross contamination. Suggest to do an environmental sweep and to clean the instrument + environment. More false positives rota virus / ent viral ER 68 test.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. Initial reporter phone #: (B)(6). Initial reporter e-mail: (B)(6). PMA / 510(k) #:k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.